Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Dislodgement was found during routine in-clinic follow-up on (B)(6) 2020. Successful revision performed on (B)(6) 2020. No adverse patient events were reported. Lead remains actively implanted. Should additional information become available, this file will be updated.